Event description:
A stryker sustainability solutions reprocessed applied medical kii fios first entry z-thread sleeve (5x100mm) was dull. The use of the dull device could cause a potential for serious harm to the patient (i.e. Punctured bowel).======================manufacturer response for kii fios first entry z-thread 5x100mm trocar, kii fios first entry z-thread 5x100mm (per site reporter).======================there was some difficulty reporting this to stryker sustainability through their customer service number. Ultimately, I reported the issue online and, as of this report, have not been contacted regarding this quality concern.